Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: in use, when the doctor tried to put the tip of the clamp in the shaft, the sheath was torn. The device was removed with the port. Another device was used to complete the case.